Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with lightheadedness, palpitations, chest discomfort, and a syncopal episode. Review of the egms revealed one episode of atp accelerating the ventricular tachycardia that required one high voltage shock. The patient was referred for further evaluation to determine if a change in medications or ablation would decrease the arrhythmias. Programming changes were made at a later date.